Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was received in brézins for investigation. Nothing was noticed during external visual check except a mark from the pumping finger on the membrane. During device log review, infusions at 10ml/h with a 100ml vtbi (volume to be infused) from 8:29 a.m. To 1:12 p.m. Were found on september 26, 2025. Nothing abnormal was noted. See attached investigation report for details of infusion setting and infused volume. A functional test related to the reported event was carried out (flowrate at 10ml/h for 100ml). All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Nothing was noticed during internal inspection except traces of infiltration in external areas, without impact on the interior of the device. Therefore, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: an infusion was connected to the patient: nacl 100 ml + pantoprazole 80 mg, with a programmed flow rate of 10 ml/h, corresponding to a total administration duration of 10 hours. Two hours after the start of the infusion, during a routine check, the pump display showed the following values: remaining volume: 73 ml remaining infusion time: 7 hours and 18 minutes flow rate: 10 ml/h. These data appeared consistent with the initial prescription. However, upon closer examination, it was found that the 100 ml container was already completely empty. This indicates that the entire infusion volume of 100 ml was delivered within only 2 hours, instead of the programmed 10 hours. This means that the administration occurred five times faster than intended. The device was immediately removed from clinical use and is currently being held in our biomedical department. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.